Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies exhibited episodes of noisy signals with oversensing and pacing inhibition. When the physician brought the patient to the ep lab to invasively investigate, fresh blood was noted in the header. The device was explanted and returned to guidant for analysis.